Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45mg/dl. Reportedly, the customer chose to disable the control iq software which prevented insulin delivery from suspending as intended, and had increased physical activity which resulted in low bg. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.